Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, showing a current fill estimate of 170 units instead of the expected 280 units. However, despite this discrepancy, the caller's blood glucose level was within an acceptable range and displayed as 120 units after troubleshooting. The caller had performed necessary steps to address the issue, including using a new cartridge to reload insulin, which resolved the problem without requiring a cartridge return.